Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse asked if they have to empty the pads first before being able to start monitor mode. Informed nurse they should not need to empty the pads before being able to start monitor mode. Confirmed the device was currently in normothermia. Nurse stated that the device was in monitor mode. The patient temperature was 36.7c. The lower limit was 36.5c and the upper limit was 37c. The device kicked back into normothermia somehow and began cooling the patient down to 36.5c. The patient ended up cooling a little further to 36.3c. Nurse stopped therapy and returned the water already. Informed nurse when in monitor mode, the device pumped should not turn on unless the patient temperature was outside the guardrails for the programmed duration. Now that the patient was below the lower limit, it would not allow monitor mode to be started. The patient must be within the guardrails in order for monitor mode to start. Nurse did not want to restart monitor mode at this time, just wanted to use it to read the patient temperature as of right now. Suggested nurse have biomed download the case data once they were finished with the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. E. F. G. H. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse asked if they have to empty the pads first before being able to start monitor mode. Informed nurse they should not need to empty the pads before being able to start monitor mode. Confirmed the device was currently in normothermia. Nurse stated that the device was in monitor mode. The patient temperature was 36.7c. The lower limit was 36.5c and the upper limit was 37c. The device kicked back into normothermia somehow and began cooling the patient down to 36.5c. The patient ended up cooling a little further to 36.3c. Nurse stopped therapy and returned the water already. Informed nurse when in monitor mode, the device pumped should not turn on unless the patient temperature was outside the guardrails for the programmed duration. Now that the patient was below the lower limit, it would not allow monitor mode to be started. The patient must be within the guardrails in order for monitor mode to start. Nurse did not want to restart monitor mode at this time, just wanted to use it to read the patient temperature as of right now. Suggested nurse have biomed download the case data once they were finished with the device.

Event description:
It was reported that the nurse asked if they have to empty the pads first before being able to start monitor mode. Informed nurse they should not need to empty the pads before being able to start monitor mode. Confirmed the device was currently in normothermia. Nurse stated that the device was in monitor mode. The patient temperature was 36.7c. The lower limit was 36.5c and the upper limit was 37c. The device kicked back into normothermia somehow and began cooling the patient down to 36.5c. The patient ended up cooling a little further to 36.3c. Nurse stopped therapy and returned the water already. Informed nurse when in monitor mode, the device pumped should not turn on unless the patient temperature was outside the guardrails for the programmed duration. Now that the patient was below the lower limit, it would not allow monitor mode to be started. The patient must be within the guardrails in order for monitor mode to start. Nurse did not want to restart monitor mode at this time, just wanted to use it to read the patient temperature as of right now. Suggested nurse have biomed download the case data once they were finished with the device. Per follow up information received via task on 30apr2025, transferred to the biomed. Spoke with bio-aide who said this device in not in their system.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported issue could not be determined. The patient ended up cooling a little further to 36.3c. Nurse stopped therapy and returned the water already. Informed nurse when in monitor mode, the device pumped should not turn on unless the patient temperature was outside the guardrails for the programmed duration. Now that the patient was below the lower limit, it would not allow monitor mode to be started. The patient must be within the guardrails in order for monitor mode to start. Nurse did not want to restart monitor mode at this time, just wanted to use it to read the patient temperature as of right now. Suggested nurse have biomed download the case data once they were finished with the device. Per follow up information received via task on 30apr2025, transferred to the biomed. Spoke with bio-aide who said this device in not in their system. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: b, d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.